Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. The lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.